Event description:
Sheerwave technologies (http://www.ipl360sheerwave.com) is selling non-approved and non-cleared FDA devices with no 510k numbers to practices in the united states. This has been recorded online going back to dates as early as 2012. (B)(6) they are presenting an FDA establishment registration and device documentation (inadequate documentation) to state that they are FDA approved to sell equipment under the listed indications: hair removal, pigmented lesions, vascular lesions, and tattoo removal. However no clearance or approval currently exists today on their company. They are false advertising, selling non-approved FDA devices, and subjecting patients and practices to harm and potential legal ramifications. They are unable to provide these practices today with any FDA 510k numbers or FDA approved listed indications for their equipment. On "(B)(6)" there is a reported patient "burned" and out of (B)(6) dollars for ineffective treatments by this device. Her 4 family members also experienced similar results and lost investments. Please see (B)(6) review for (B)(6). They were sold a device 6 months ago by sheerwave technologies at a convention show in the us. "I literally spent (B)(6) on my full body laser. On some body parts, I even got around 10-12 laser sessions and I have not seen a bit of a difference. All the hair grew back. The lady would never increase her machine's intensity to avoid "getting sued" if she burnt the skin or something. They burned my thighs. And I still have burnt marks all over my legs and in return, they gave me an aloe gel tube for "free." Two of my sisters and a friend of mine went here to get laser removal and no one saw a difference. That's 4 people spending (B)(6) of dollars and not seeing a bit of a difference. Please do not waste your money here." - (B)(6). They are claiming on their website and through printed marketing materials that their device is the safest, fastest and only painless ipl device on the market. They are claiming on their website their sheerwave ipl 360 is approved today by the following institutions: international safety and clinical approvals: FDA, ce-mdd, iso-13485, iso-9001, health (B)(6) and more. They are claiming that ipl technology in general, is the best for tattoo removal and that is a valid FDA approved indication of their system. I am also led to believe they are mis-labeling and improperly branding these devices outside of FDA guidelines. (B)(6) was sold, and received delivery on a sheerwave ipl 360 system, on (B)(6) 2016 with no understanding that this system was not FDA approved. There are many clinics utilizing these systems today with no understanding of the harm or illegal actions of sheerwave technologies located at the following address: (B)(6).